Event description:
Pt reports condensation on her glasses after using the compressor. Pt advised that there should be a fine mist or aerosol formation. Pt states that it feels more like liquid on her face. Pt states that the tubing and the mouthpiece is inserted correctly to the nebulizer and compressor. No missed doses or adverse events reported. Device on hand. No other information given.